Event description:
It was reported when the device was used during a low anterior resection, there were no staples present. The case was completed with a purse string. There was no patient consequence.